Event description:
It was reported that the patient experienced pain "at her tailbone and going up her spine." It was stated that the patient "was in agony." It was noted that the patient also felt "a pulling sensation." It was added that these symptoms started about 1 month prior to this report. It was stated that about 1 month prior to this report, the patient "felt back by her tailbone and felt something move." It was noted that the patient stated "her therapy is helping with incontinence, but not completely." It was stated that once the patient turned their stimulation off, the pain felt better but was still present when she went to sit down. It was stated that the patient was having her device explanted on (B)(6) 2013. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va03acm, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead.

Event description:
Additional information received on 2013 (B)(6) noted that the cause of the event was unknown. Xray from 2013 (B)(6) noted ni lead placement. Surgical intervention on 2013 (B)(6)noted ins and lead explant. Additional reporting noted that there was removal of lead and ins for sacral pain that persisted with stimulator off. Pain was improving. Patient outcome was noted as serious injury/illness, recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03acm, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).